Manufacturer narrative:
Updated fields: a2, a3a, a4, b4, b5, e3, g3, g6, h2, h3, h6(health effect ¿ clinical code, health effect ¿ impact codes), h11.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) fiber optic module failure in pump. No indication of actual or potential harm or death.

Manufacturer narrative:
Updated field: b4, b5, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and upon arrival, fiber optic tests show high, but within range values. Upon further investigation, the fiber optic jumper was found to be pinched by the drive manifold. Fiber optic jumper was removed and rerouted to resolve the reported issue. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) fiber optic module failure in pump. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) fiber optic module failure in pump.